Manufacturer narrative:
Block h6: imdrf device code a22 captures the reportable event of band fall off polyp.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the anus during a minimally invasive internal hemorrhoid ligation procedure performed on (B)(6) 2025. During the procedure, the ligation band had fallen off. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the anus during a minimally invasive internal hemorrhoid ligation procedure performed on (B)(6) 2025. During the procedure, the ligation band had fallen off. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on april 14, 2025: it was clarified that the physician did not manually deploy the band; instead, the band prematurely deployed.

Manufacturer narrative:
Block h2: additional information: block b5 (describe event or problem) and block h11 (additional MFR narrative) have been updated based on the additional information received on april 14, 2025. Block h6: imdrf device code a150103 captures the reportable event of band premature deployment. Block h11: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the trip wire was not secured into the handle slot and the trip wire slack was not taken up from the handle slot. Additionally, the ligator housing was returned with six bands attached to it. No other problems with the device were noted. The reported event of band premature deployment was not confirmed. It was found that the instructions for use (IFU) of the device were not followed since the trip wire was not secured into the handle slot and the slack was not taken up from the handle slot. This can ultimately affect the way the bands are supposed to be deployed once the ligator housing is installed in the scope, preventing the trip wire from functioning correctly in coordination with the handle when pulling the bands. Based on all gathered information, the probable cause selected is failure to follow instructions.